Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacture date is not available at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the spine clamp screw was worn out. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number provided.